Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with a shelf box. The batch number on the returned packaging matched the reported batch number. The balloon was tightly folded. The hypotube was separated 84.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube separation or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. The 1.50mm x 15mm emerge balloon catheter was advanced but was unable to cross the calcified proximal part of the lesion. The procedure was completed using a different device. No patient complications were reported and the patient status is good. Returned device analysis revealed hypotube break.